Manufacturer narrative:
Date of event: dates are estimated. The device was not returned for analysis. A review of the lot history record and similar complaint review could not be performed as the part and lot information regarding the complaint device was not provided. Based on the available information, a cause for the reported patient effects of heart failure, dyspnea, mitral stenosis, recurrent mitral regurgitation (mr), and hypertension could not be determined. The reported patient effects of heart failure, dyspnea, mitral stenosis, recurrent mr, and hypertension as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported surgical procedure and hospitalization were results of case-specific circumstances to treat the instances of described patient effects/complications in the study. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is being filed to report the adverse patient effects. It was reported through a research article identifying mitraclip that may be related to patient heart failure, hospitalization, shortness of breath, mitral stenosis, recurrent mr, hypertension, and mitral valve surgery. Specific patient information is documented as unknown. Details are listed in the attached article: relation of residual mitral regurgitation despite elevated mitral gradients to risk of heart failure hospitalization after mitraclip repair. No additional information was provided.